Event description:
It was reported that t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer later stated situation was resolved and reported receiving replacement pump from technical support, and no further action was requested.